Manufacturer narrative:
A steris service technician arrived at the facility, inspected the washer and found a loose brass fitting on the cold water supply of the pure water tank. As the brass fitting was loose this allowed for the reported event to occur. The technician secured the fitting, tested the washer, confirmed the unit to be operational, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their reliance 444 washer onto the floor. No report of injury.